Event description:
Information received by medtronic indicated that the customer reported physical damage to the insulin pump. The customer reported no adverse events. The event involved product(s) mmt-1812. Troubleshooting was performed and the customer reported a crack at the back of the pump. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and mmt-1812 was returned for analysis.

Manufacturer narrative:
No cracked case noted. The pump was received with deep scratches on the case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked/bleeding lcd glass, minor scratched display window, pillowing keypad overlay and partially broken retainer ring. Cosmetic damage (cracked case) at the back of the pump was not confirmed, however, other cosmetic damage (deep scratches on the case at the battery tube side) was confirmed at the back of the pump. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.